Event description:
It was reported that the procedure was to treat a distal left anterior descending artery (lad). Pre-dilatation was performed with a 2.0 x 15 mm non-abbott balloon catheter. A 2.25 x 15 mm xience xpedition stent delivery system (sds) was pressurized to 10 atmospheres (atm) to deploy the stent implant. Post-dilatation was performed with the xience xpedition, 1 inflation up to 12 atm. The stent implant was not visible under xray so the sds was removed from the anatomy. A second 2.5 mm xience xpedition was placed proximal to the first stent and it was noted the stent implant was very visible under xray. At this time, the first sds was examined and the stent implant was still on the balloon. The procedure was stopped at this time without placing a stent in the distal lad. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to inflate was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the returned cine was not able to confirm the reported failure to inflate. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the u.s. The product code listed and the PMA # listed are based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.